Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that things seemed to work fine a few days ago where the patient could feel the sensation or pulse, however the last day or so the patient hadn't been able to feel that. Caller stated that the patient was implanted on january 8th. Caller stated that they had recharged both the controller and implant in the patient's back. Caller stated that the patient was originally set on group a on one of the lower levels and they adjusted the intensity all the way up to c at a higher level and the patient did not feel any pulsing sensation or anything. Caller stated they assumed the device is not working properly. Caller noted that the patient was originally set on group a and that they pressed a button that caused the intensity to go up, but nothing happened so they adjusted the intensity all the way up to c and pressed the on/off button in the higher levels and the stimulation on/off butt on. Caller described that the group button was highlighted in green but the patient wasn't feeling any pulse or anything. When asked for the event date, caller stated that 2 or 3 days ago, the patient could still feel the pulse in their back, and then they guess p robably yesterday or the day before is when the patient started complaining of pain and no longer feeling the pulse. Agent reviewed information and redirected the caller and patient to their healthcare provider to further address the issue.